Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. In the absence of the device not being returned for analysis a conclusive cause could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The two additional proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery was attempted using a proglide device via a 6f sheath using the pre-close technique prior to a micro interventional procedure. Reportedly, a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed and the sheath was upsized to 24f. The procedure was completed; however, hemostasis was not achieved with the pre-placed proglide sutures due to a low stick. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and in training in the pre-close technique. No additional information was provided.